Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with unknown 600cc mentor smooth gel implants experienced spontaneous bilateral ruptures post procedure. The ruptures were diagnosed during a physical examination and confirmed during replacement surgery. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 300cc saline prostheses was performed on (B)(6) 2021. See 1645337-2021-08291 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 30, 2021. The investigation of the returned device was completed by the failure analysis lab on august 18, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the,600cc smooth gel implant had an area of shell abrasion on the posterior view. In addition, a tear was noted within the shell abrasion measuring approximately 8.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).